Event description:
Related to MFR report#: 2183959-2012-00769. On (B)(6) 2006, the plaintiff was implanted with a monarc sling. Plaintiff's attorney has alleged that, "within months after the initial implant procedure. Plaintiff experienced complications from the defective mesh requiring add'l medical care and treatment and surgical intervention." It was also alleged that the plaintiff is likely to have continuing procedures and treatment relating to her injuries from the device, and pain and suffering, emotional distress and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.